Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose caused by no insulin delivery. The customer reported that she had changed infusion set four times but there was no delivery of insulin. The customer reported blood glucose of 17mmol/l at the time of incident. The customer reported that she had no issues with the cannula on the infusion set. Troubleshooting was performed. The high pressure test was performed and customer only received four drops of insulin. The insulin pump received no delivery alarm. The insulin pump will not return for analysis.